Event description:
It was reported that, after a cori-assisted tka surgery had been performed, when the post-op x-rays were received, the surgeon was not pleased with the outcome and expressed concern that the patient might not be either. The x-rays do not demonstrate any slope at all; however, the rep states that the default 3-degree slope was not changed, so it raises a concern that cori is not executing the planned 3-degree slope. Both the surgeon and the rep had been satisfied with the procedure's plan and execution until the x-rays had been examined. Upon patient follow-up visits, the surgeon stated that the knee was tighter in flexion that he would have preferred, but the patient seems to be doing fine. No further surgical intervention is planned.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical medical investigation performed does not provide any relevant additional information for the complaint. A conversation with the clinical team was held and a log file review was completed. The software files were downloaded and provided for investigation. The reported problem could not be confirmed with the screenshots provided. Factors contributing to the reported event can be addressed by verifying the the slope following bone removal. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical medical investigation performed does not provide any relevant additional information for the complaint. A conversation with the clinical team was held and a log file review was completed. The software files were downloaded and provided for investigation. The reported problem could not be confirmed with the screenshots provided. This event might be associated to a user error not checking the system after cutting or a pre operation flat slope in the patient that was not considered and making the slope bigger. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.